Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus service operation repair center (sorc) and its report said there was the emergency lamp failure, omsc presumed there was the possibility this phenomenon was attributed to the electrical components or cables accidental failure of the subject device, because the subject device was manufactured about 4 years ago. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device. It could be duplicated the reported phenomenon and the error, e207 which indicates the emergency lamp is blown or failed was displayed. As a result, it was found the emergency lamp failure of the subject device which caused the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error which indicates there is the emergency lamp abnormality was displayed during the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.